Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 53mg/dl. The customer states their levels had been as low as 30mg/dl. The customer states they treated with food. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.